Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process.

Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding coupling parts that broke off 2 drill bits; unknown procedure, unknown date. All broken parts were retrieved, another drill bit was used and it was reported that the surgery proceeded to completion. This is report #1 of 2 for the same event.